Manufacturer narrative:
Eval summary: as returned, a portion of one of the cutting blades has fractured off and the other appears to be worn. Aside from the cutting blade, the instrument appears to be in functional condition. This instrument was mfg in early 2006 giving it a potential field age of approx 5 years. In general, sharp instruments are going to become dull/worn over time and should be replaced when no longer functioning. Replacement blade and rubber pad kits are available for this instrument. The exact cause of the blade fracturing is unk. It is possible that an attempt was made to cut a wire larger than 2.2 mm which is the max recommended thickness for cutting with this device. Without add'l info on the use of this device, further analysis is not possible. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the wire cutter blades chipped during case.